Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed or further evaluated. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Needle broke during biopsy. X-ray taken, general surgery consulted. Patient had surgery (B)(6) 2018 to remove.

Manufacturer narrative:
A review of the device history record (DHR) of the impacted lot was conducted. From the evaluation, it was identified that there were no discrepancies related to the condition under evaluation or any circumstance/change that might have contributed to any non-conformance. Additionally, the inspection records showed that no discrepancies related to the condition under evaluation were reported for the impacted lot. Two opened devices were returned for evaluation. Based on the physical review of one (1) complaint sample, the cannula was broken and appeared to have been bent prior to breakage. A stylet was not provided with the sample. A second complaint sample was also provided and the cannula and stylet were bent in a similar location as to where the first complaint sample had been bent. The most probable root cause is that excessive force or bending to the cannula may have been applied to the cannula to cause it to break, or the stylet was removed too early from the cannula during the insertion process. Each device is visually and functionally inspected during manufacturing, and each lot is qc inspected prior to release.